Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-jun-2026, a sales representative reported via (B)(4) that the abs-4057d-225 allograft oats disposable 22.5 mm kit experienced the reamer was unable to unlock. This issue was discovered during a case with no patient harm.